Event description:
It was reported that a spectrum pump was giving constant air in line alarms. No pt injury was reported.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The eval was not able to reproduce the symptom. During the eval it was noted that the flex tail pins on the upstream sensor were cracked. This is a known contributor to the alleged air in line alarms. The upstream sensor assembly replaced.